Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an alert for high shock impedance showing 140 ohms, which is high within normal limits. The impedance trend was requested to technical services (ts). Ts provided the impedance trend and discussed it is fairly stable with a gradual increase. No out of range measurements have been recorded. Additional information was provided. The system impedance was reported at 205 ohms, which is high out of range. It was also mentioned that defibrillation threshold (dft) test was performed in 2024 and it was successful with impedance of 114 ohms. Ts discussed that based on the x-rays, the system placement appears to have room for improvement as the patient has high body mass index and weight gain since implant. It was also discussed that next steps are ultimately a clinical decision. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.